Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx-s retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, the patient experienced leaking in the bile duct on (B)(6) 2017, an extractor balloon was used to sweep and a plastic stent was placed. During the last fluoro shot, a ¿metal-like radiopaque ring¿ was noticed, and the physician identified this as a foreign body stuck inside the patient. On (B)(6) 2017, an ercp was performed again to remove the object and stent. The stent was removed, and another extractor balloon and snare were used to retrieve the object, which ended up being the distal tip of the previous extractor, in the duodenum. The procedure was completed with a different device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.